Event description:
It was reported that the patient allowed their grandkids to jump on their back resulting in fracture of both their leads and ineffective therapy. As a result, surgical intervention took place on (B)(6) 2025, wherein both the fractured leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.